Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 1.0 non-bsc balloon catheter and deployment of a synergy stent. No patient complications were reported and the patient's status was good.